Event description:
The event is reported as: back flow to the pt. No injuries reported.

Manufacturer narrative:
Other: client was unable to provide the unit that was defective and could not provide the lot number. Complaint cannot be confirmed due to lack of sample and lot number.